Manufacturer narrative:
Health impact- clinical code: 4581 - endothelial cell loss. Health impact - additional surgery: 4625 - additional pis, cataract surgery. Claim # (B)(4).

Event description:
A copy of a review article of the published literature in pubmed was received. The article considered the outcomes published by other authors in the literature. The article was "implantable collamer posterior chamber intraocular lenses: a review of potential complications". The article indicated cataract was the major postoperative complication reported (136 in 2592 eyes). 21 cataracts were reported as surgically induced, 46 eyes had poor vault and cataract surgery was carried out in 38 of eyes. Early acute intraocular pressure increase was also reported to be relatively frequent, whereas acute pupillary block was less frequent and mostly resolved with additional iridotomies. Reported endothelial cell loss varied from 9.9% at 2 years to 3.7% 4 years postoperatively.